Event description:
This patient underwent a left total knee replacement in 2005. He consulted us 4 mos later because he had pain even since his surgery. On physical exam the knee was swollen, painful with -15 degrees from full extension 125 degrees of active flexion. The next month, he underwent a incision of the left total knee.